Event description:
The manufacturer received information alleging the ventilator's remote alarm connector was broken. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm was observed. The device's interface pca board was identified as defective.